Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test." On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), pain in extremity ("leg pain"), urticaria ("hives") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the pelvic pain and migraine had resolved and the pain in extremity, urticaria and allergy to metals outcome was unknown. The reporter considered allergy to metals, migraine, pain in extremity, pelvic pain and urticaria to be related to essure. The reporter commented: date of insertion: (B)(6) 2011(discrepancy as per current pfs) . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), pain in extremity ("leg pain"), urticaria ("hives") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the pelvic pain and migraine had resolved and the pain in extremity, urticaria and allergy to metals outcome was unknown. The reporter considered allergy to metals, migraine, pain in extremity, pelvic pain and urticaria to be related to essure. The reporter commented: date of insertion: (B)(6) 2011 (discrepancy as per current pfs) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event pelvic pain, migraine, leg pain, hives and she did not undergo any confirmation test were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), pain in extremity ("leg pain"), urticaria ("hives") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the pelvic pain and migraine had resolved and the pain in extremity, urticaria and allergy to metals outcome was unknown. The reporter considered allergy to metals, migraine, pain in extremity, pelvic pain and urticaria to be related to essure. The reporter commented: date of insertion: (B)(6) 2011(discrepancy as per current pfs) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received- new event pelvic pain, migraine, leg pain, hives and she did not undergo any confirmation test were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.